Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she had a tampon fall apart leaving pieces inside of her. Consumer douched to get any remaining pieces out. Consumer experienced large sized blood clots, pain odor, discharge and cramping and was bedridden for 90% of the week she was sick.